Event description:
"It was reported that customer was hospitalized because she did not have the basal in right and needed to have the insulin pump setup. Customer's blood glucose reading was 97 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge. (B)(4).